Event description:
Patient called in 2002 to report that they thought their ultra meter was reading inaccurately high. Three days ago patient obtained a result of 22mmol/l at 10 pm. Because of the elevated result the patient took 10 units of novorapid insulin. Around 11pm patient took their normal dose of long acting insulin(amount unknown). At 2am the next day patient awoke in a hypoglycemic state. Patient's spouse gave them hypo stop, dextrose tablets and some sweet tea. Thirty minutes later patient tested and obtained hi; patient tested again obtaining 26mmol/l. During the day patient continued their normal insulin regime. At 10 pm, patient obtained a 26.2mmol/l and took 10 units of novorapid based on the results. Recalling the previous evening's event, patient tested on another brand of meter approximately 3 minutes later and obtained a 12.9mmol/l(brand unknown). It is unknown if the other brand is plasma or whole blood calibrated. Patient ate to counteract the effect of the insulin and tested again at 11pm on both meters. The ultra was 4.8mmol/l and the other was 4.0mmol/l. No further information has been reported.